Event description:
The patient presented with depressions of medium average depth and moderate laxity. Patient had prior abdominoplasty. 57 depressions were treated: 9 left buttocks; 5 left posterior thigh; 12 left lateral thigh; 15 right buttock; 5 right posterior thigh; 11 right lateral thigh. It was reported that the patient developed two minor seromas on the left and right lateral thighs 2 days after her procedure. The physician drained 2-3 ccs of fluid from each site on the lateral thigh and applied additional compression. It was reported that the patient is doing great.